Manufacturer narrative:
The complaint tube set was received and inspected. Visual inspection confirms the part of tubing that is seated on the roller is cracked. This type of failure has been typically observed when it was not seated correctly on the rollers of the pump and the clamp is pressed down. The returned tubing confirmed that it was not seated on the roller correctly and therefore this failure can be attributed to user error. A batch record review has been conducted and the results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 2 dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the during a hip surgery that two fill chambers of the customer's irrigation tubing sets filled up right away when the tube sets were being setup. The sales rep reported that the luer lock was securely fastened and that the customer has experience with these products. The 3rd set of tubing was cut where the tubing goes around the inflow wheel and when attached began to spray everywhere including the sterile field, which needed to be redone. The sales rep reported the surgeon completed the procedure with a fourth set of tubing with a different lot number. There were no patient consequences but that the procedure was delayed over an hour. The customer discarded the 1st two sets of tubing but is returning the third for evaluation. Additional information: the sales rep was contacted on (B)(6) 2014 to confirm if the patient was under anesthesia at the time of the event and he confirmed that yes the patient was under anesthesia from the very beginning when the 1st tube set failed. This increased the time the patient was under for over an hour. See associated medwatch #'s 1221934-2014-00178 and 1221934-2014-00179.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
The sales rep reported the during a hip surgery that two fill chambers of the customer's irrigation tubing sets filled up right away when the tube sets were being setup. The sales rep reported that the luer lock was securely fastened and that the customer has experience with these products. The 3rd set of tubing was cut where the tubing goes around the inflow wheel and when attached began to spray everywhere including the sterile field, which needed to be redone. The sales rep reported the surgeon completed the procedure with a fourth set of tubing with a different lot number. There were no patient consequences but that the procedure was delayed over an hour. The customer discarded the 1st two sets of tubing but is returning the third for evaluation. Additional information: the sales rep was contacted on (B)(4) 2014 to confirm if the patient was under anesthesia at the time of the event and he confirmed that yes the patient was under anesthesia from the very beginning when the 1st tube set failed. This increased the time the patient was under for over an hour. See associated medwatch #'s 1221934-2014-00178 and 1221934-2014-00179.